Event description:
It was reported the bronchovideoscope exhibited no image displayed; the power connector is defective. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a corroded distal end. Based on the results of the investigation, a probable root cause could not be identified for both reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.